Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a mitra clip procedure the atrial lead was dislodged and repositioned. Following the procedure the lead dislodged again. A replacement procedure was scheduled. During this procedure the physician experienced placement difficulty as it was not possible to extend the lead helix. Inspection of the helix outside the patient did not show any myocardial tissue which could block the helix. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.